Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due wear from normal use and servicing and user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device neuro tip, bearings and crani hanger were damaged, the device identification was unreadable, the bearing and ball bearing fell apart, the device could not be mounted, the serial number and labels were difficult to read. It was further determined that the device failed pretest for cutter insertion, visual assessment. It was noted in the service order that the device was not working at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.